Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The affected blood pump was returned to berlin heart for analysis following the exchange. The customer complaint can be confirmed. During initial visual examination of the returned blood pump,an air cushion could not be detected between the membrane layers due to a damp precipitation seen in the air chamber housing. For further investigation, the pump was submitted for an external CT examination. A large air cushion could be seen between the air-side and middle layers and some particles could be seen between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. A leakage was noted in the air-side layer located along the rolling radius of the stabilization ring. Furthermore, graphite agglomerates were detected between the membrane interstices. The middle and blood-side layer were found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the region of the leakage was re-measured and found to be within specification. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (77 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump indicates a defective membrane. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart inc. Was contacted by the clinic to report a suspected membrane defect in the excor blood pump of a patient supported in the lvad configuration. An adjustment of the ikus stationary driving unit parameters did not improve the situation. The clinic provided berlin heart inc. Ca a video of the blood pump at the time of the incident. Upon evaluation, berlin heart ca personnel recommended an immediate exchange of the affected blood pump. The exchange was performed without complications by trained personnel at the clinic. The patient was not affected by the incident and is doing well.